Event description:
The iabp would stop augmenting for no reason. It would only work in 1:1 mode. Changed to arterial line trigger and replaced the electrodes, then switched back to EKG trigger with no change. After about 5 minutes, the iabp started triggering at 1:2 ratio without difficulty.